Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the interface pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when pressing the code summary button on their device, horizontal white lines would appear on the screen and it would cycle power by itself.  The reported behavior could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.